Event description:
Home health aide visted pt to provide bed bath and personal care. During the bath, she turned pt onto left side pt used right hand and arm to hold onto side-rail to hold over on left side. Pt's weight was resting on rail when siderail collasped and pt rolled oob and fell about 3 ft onto floor, landing on back. 911 was called. The ambulance crew of 4 men lifted pt off floor to cart. Home health aide stayed to assist pt until taken by ambulance to e.r.